Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed. The root cause is that the patient replaced an empty solution bag during therapy. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted global technical services (gts) regarding a check lines and bags alarm that occurred on a homcechoice machine during refilling heater of fill cycle 4 of 5. The fill volume (fv) = 1420 ml. The hp stated she removed an empty supply bag and added a new bag. The hp stated her heater bag and final bag were empty. Gts advised the hp to end therapy as the set up is compromised. The hp confirmed to follow up with her nurse regarding the incident. There was no patient injury or medical intervention reported.